Manufacturer narrative:
Zimvie complaint number cmp (B)(4). D4: additional device information unknown / not provided d6: d6a. If implanted, unknown. D6b. If explanted, unknown d10. Concomitant medical products mhlas, scr replace friction-fit gold & ti abut int hex, lot number unknown. E1: reporter email address unknown / not provided h4: device manufacturer date unknown / not provided.

Event description:
The doctor reports that the patient's bridge felt out due to loosening screws in positions #25 and #26, which were screwed in (B)(6) 2023.

Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative zimvie received one (1) mhlas, (scr replace friction-fit gold & ti abut int hex) for evaluation. Visual evaluation was performed. Signs of use was identified. The screw threaded into in-house implant as intended. Unable to confirm loosening with all the available information. DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Complaint history review was performed for the reported lot number mhlas for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : loosening based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction could not be verified. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.